Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient had an emergency last night involving the stimulator. The intensity of the stimulation was increasing. The patient had taken his medication to go to sleep, and then when he could not get the stimulation off, he went to the emergency room. The patient programmer would not turn on when he was trying to turn off the stimulator in his back. The patient tried changing the aaa patient programmer batteries in the back. The patient had to go to the hospital to turn the stimulation off. The patient stated the manufacturer's representative was called to turn off his stimulation last night at the emergency room. The patient¿s device was shut off. It scared the heck out of the patient. There was a problem with the patient programmer. The patient was unable to make adjustment with the antenna attached. The patient observed the poor communication screen with the antenna attached. There was no telemetry with the antenna. New batteries were tried. The patient had not tried using the programmer without the antenna and was not going to do that after last night¿s scare. The patient charged the implantable neurostimulator (ins) battery two to three days ago (four days ago) and the ins level was ¾ full according to the recharger screen now. Upon device return, analysis of the patient programmer found no significant anomaly. The patient did not have concerns with their device or therapy.